Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer called requesting wheellocks and hardware, when confirming if they were still the push-to-lock, the dealer stated yes and that the consumer was having a problem where they keep sliding inside the tubes.